Manufacturer narrative:
Clarification to h6: health effect - clinical code e2402 represents the reported event of "rippling" (visibility/[palpability). A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rippling".

Event description:
Healthcare professional reported "rippling". This record is for the right side. Device was explanted.